Manufacturer narrative:
Customer contact reports there is no patient information available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The microswitch was replaced to resolve the reported issue.

Event description:
The hospital reported an error resulting in snf inability to switch ventilation modes during a case. There was no report of patient injury.